Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011, (B)(4) 2011 and (B)(4) 2011 by phone, fax and mail. Add'l info was received on (B)(4) 2011. A completed questionaire has not been received. (B)(4). This report was mailed to FDA on: 05/13/2011. (B)(4).

Event description:
A surgeon reported that an incorrect size of intraocular lens (iol) was implanted. In a f/u, the tech reported that the iol was exchanged for the same model, different power lens during an uncomplicated secondary procedure. Add'l info has been requested.